Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the lead was bent. The bent tip was seen just before implant. No external factors contributed to the event and the lead was bent when opened. No troubleshooting was done. The lead was replaced and the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the lead found the distal end was bent (new out of the box). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.